Event description:
Reporter alleged a discrepant blood glucose result of 120 mg/dl on the compact system while customer was experiencing a symptom associated with low glucose of having passed out. Customer stated being treated with orange juice via third party intervention before an ambulance was called and she was taken to the hosp. Customer indicated the hosp performed various tests; some not associated to a person with diabetes, and did not provide any further info on actions taken or treatment received. Customer stated the original result and incident occurred while she was at a store and mentioned having readings in the 300s mg/dl for the past few weeks. A request was made for the return of the suspect device and replacement product was sent.